Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the kit cobas 6800/8800 wnv 96t ivd assay performed within specifications, and no reagent contribution or product issue was identified. A review of the raw data confirmed that sample ID: (B)(6) generated a reactive result with a cycle threshold (CT) value of 31.82, accompanied by a strong, sigmoidal amplification curve consistent with true target amplification and robust internal control amplification. The sample was positioned on the plate between the positive control and two higher titer specimens, which may have contributed to the observed result. The root cause was attributed to a high likelihood of contamination during sample preparation, accidental sample mix-up, or cross-contamination. The customer was advised to ensure adherence to good laboratory practices, including changing gloves between samples.

Event description:
The initial reporter alleged a discrepant result with the kit cobas 6800/8800 wnv 96t ivd assay during participation in the instand ringversuch 391 west nile virus (wnv) panel. The customer reported that one sample, identified as (B)(6), generated a reactive result with a cycle threshold (CT) value of 31.82, while the expected result provided by the panel was negative.